Event description:
On (B)(6) 2010, a lap-band was surgically implanted in the patient. She was followed monthly thereafter and her physician suspected a slow leak. On (B)(6) 2011, she was returned to surgery and the lap-band was tested with visualization and a slow leak was documented so the lap-band was replaced.